Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported that the scs system was explanted on (B)(6) 2011 due to ineffective stimulation.

Manufacturer narrative:
Eval results: the complaint was confirmed. The lead was observed to have a severe kink with all wires broken. The break was approx 33cm from the normal compression mark caused by the anchor. The breaking likely occurred during implant. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.